Event description:
It was reported that the tablet device displayed a "failure to open port error" message. Troubleshooting confirmed proper functionality of the wand with a demo generator. The tablet usb adaptor has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the returned serial cable was completed on 01/29/2015 and it found that the cause for the serial adapter failure is associated with a disconnected wire connection in the returned serial cable.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.